Event description:
When trying to push gadolinium through the hep lock during an MRI, it would not go through. It was discovered that the gadolinium was being blocked by the hub from the IV. The inside of the hep lock cap was in the top of the contrast syringe. If this had been injected-severe injury or death could have resulted. Facility is not sure of the specific medical device involved. Facility has been told it was an abbott device called the clave connector. The customer was contacted for add'l info. It was reported that the pt was transferred to this facility from another facility, for a routine schedule MRI with contrast. The pt had a "hep-lock from the other facility, which is one they "don't routinely use, they are not compatible, and it should have been changed." When the pre-filled magenevist contrast syringe was inserted into the "hep-lock", they were unable to push the contrast through. Upon removal of the syringe, it was noted that "the white piece was stuck in the syringe." The customer reported that there was bleed back, but it was, "a trickle, nothing major." The "hep-lock" was discontinued, and a new compatible access was started, and the MRI was completed. Though requested, no further info was received.